Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During preparation for the procedure, the physician noticed that the lantern was kinked upon removal from the packaging, however the physician was able to advance a guidewire through it and therefore decided to continue the procedure using the same lantern. The physician later in the procedure noticed the lantern was leaking outside of the patient, however the procedure was able to be completed using the same lantern. There was no report of an adverse effect to the patient.